Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller was calling to turn ins off for MRI but they didn¿t know how to tell if it was off or not based on what they were seeing on the programmer screen. The caller put the antenna right up against the skin an inch below the scar mark with no success. The caller stated they see a screen with an x, the ins, an arrow and a device and the programmer beeps and then will continue to go to the poor communication screen. The caller stated the patient checked the ins with the programmer in (B)(6) and it was working at that point and they saw numbers on the screen. The caller indicated the patient thinks they felt a little bit in (B)(6) but hasn¿t felt stim in a while. The caller stated that the patient mentioned the gynecologist didn¿t think the device was working. The caller placed new batteries in the programmer and mentioned there was some corrosion in the compartment and the one battery was very rusty on the positive end. New batteries did not resolve the issue. The patient was suggested to see their physician to have the device checked. It was mentioned the patient did not have a healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported they gave all the information to the tech they spoke to on the day of the call. The MRI was not done but a CT scan was performed instead. It was noted the patient¿s doctor was no longer in practice and the patient was provided with a list of possible managing healthcare professionals (hcp). The patient never contact the reporter back after the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.